Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. During troubleshooting, the fse identified an issue with the host pc. The fse replaced the host pc, hdd (hard disk drive) and manually restored the entire system. After replacement of the host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.